Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device failure to close on right side / left occlusion only." On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), dysmenorrhoea ("chronic , dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the dysmenorrhoea, pelvic pain, abdominal pain, psychological trauma and weight increased outcome was unknown. The reporter considered abdominal pain, device breakage, dysmenorrhoea, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: patient received treatment for device breakage and weight gain. Device failure to close on right side ¿ physician has ordered removal and tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test (unspecified) result: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device failure to close on right side / left occlusion only". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), dysmenorrhoea ("chronic , dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the dysmenorrhoea, pelvic pain, abdominal pain, psychological trauma and weight increased outcome was unknown. The reporter considered abdominal pain, device breakage, dysmenorrhoea, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: patient received treatment for device breakage and weight gain. Device failure to close on right side ¿ physician has ordered removal and tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test (unspecified) result: left occlusion only. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: case became incident, event injury nos removed, new events (dysmenorrhea, pelvic pain female, abdominal pain, device breakage, psychological trauma and weight gain) updated, insertion date of essure, reporter detail and date of birth of patient updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.